Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 598.9) via an implantable infusion pump. The indication for use was noted as intractable spasticity. It was reported the patient may have a potential infection. The current pump was replaced and a new catheter was added to extend the length of the catheter across the abdomen. The current pump was replaced by a new pump on the left side of the abdomen. It was unknown if the issue was resolved at the time of this report. The patient status at the time of the report was 'alive - no injury.' No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.